Event description:
It was reported that sometimes the monitor resets to discharge mode. There was no pt injury reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.